Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device was returned to allergan for analysis and the device weighed 267.64 grams. A visual analysis noted crease fold, deformation, and wear abrasion. Under microscopic analysis non penetrating nicks were observed on the anterior portion of the shell. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "inflammation" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation.

Event description:
Physician reported right side "pain of the lymph nodes, swelling of the breast ". The device has been explanted.